Manufacturer narrative:
Follow up 18-jul-2016: medical records received. New reporters added. Consumer's age was added, (B)(6). Consumer was noted to have had 5 pregnancies with 6 deliveries full term. Essure lot number was provided, 904766 with expiration date in oct-2014. On (B)(6) 2011 - office visit. Consumer was 6 weeks out from an uncomplicated vaginal delivery. She has not had any significant problems since her delivery. The consumer was breastfeeding without difficulty. The consumer would like permanent sterilization. Since delivery, she has only used prenatal vitamins. Essure procedure scheduled for (B)(6) 2011, consumer was aware it was permanent and irreversible. On (B)(6) 2011 - operative report. Essure coils were placed bilaterally, the consumer tolerated the procedure well. She also started on zoloft. On 12-sep-2012 - essure review discussion. Essure device bilaterally were in correct position and recheck of hysterosalpingogram required to ensure occlusion. Consumer did not want another hsg and wanted to discuss with doctor the option of removing essure or having a tubal ligation at the hospital as she said they caused her pain each month with her periods. On (B)(6) 2012 - office visit. Consumer here to consult about removal of essure device, placed (B)(6) 2011. Since it was placed she has had pelvic pain with periods and stated it did not work. An hsg was done on (B)(6) 2012 and showed: ectopic left essure device at the level of the isthmus with patent left fallopian tube. Normal appearance of the right essure device with scarring of the fallopian tube. On (B)(6) 2012 - urine test showed consumer was 4-5 weeks pregnant. On (B)(6) 2013 - office visit. Consumer presented for evaluation for prenatal care. Her last menstrual period was normal and lasted 4 days. Since her lmp (last menstrual period) she claimed she has been without significant complaints. She denied vaginal bleeding. She was worried about the essure springs complicating her pregnancy. On (B)(6) 2013 - admission notes. Consumer was (B)(6) gravida 5 parity 4 who was admitted for c-section at (B)(6) with twins and discordant growth and gestational diabetes, on insulin. On (B)(6) 2013 - operative report. Diagnosis: intrauterine pregnancy (B)(6), twins, desired sterility, discordant growth. Procedures performed: low segment transverse c-section; tubal ligation; removal of filshie clip on right. Complications: severe adhesions between the uterus and anterior abdominal wall. Essure was removed from the right side, but no coil was noted on the left side. On (B)(6) 2013 - office visit. Consumer returned for the first port-operative evaluation after undergoing c-section on (B)(6) 2013. She had no complaints. On (B)(6) 2013 - office visit. Consumer desired permanent sterilization, had tubal ligation in hospital. Hcg on (B)(6) 2012 was 4030.9 miu/ml, limits 0-30.0. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who became pregnant with twins after essure (fallopian tube occlusion insert) insertion. The twins were born (B)(6) by cesarean section. At the time of this surgery, physician decided to remove essure due to plaintiff's pain. Essure was removed from the right side, but no coil was noted on the left side (seen as device migration). All events were considered serious due to medical importance and are listed in essure's reference safety information; except for cesarean section and (B)(6) birth, which are unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case no information was provided about hsg. At the time of essure removal physician was unable to find one of the essure coils; this device migration could be an alternative explanation for essure failure (pregnancy). However, since it is unclear if migration occurred before or after pregnancy onset; and as pregnancy occurred approximately 1 year after essure insertion, causality with the suspect insert cannot be excluded. Regarding premature birth, most occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. Although limited information was provided; given the advanced gestational age at the time of this event, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident due to essure removal because of pain and (B)(6) birth. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Based on the available information, there is no reason to suspect quality defect of the product. Since batch number was provided, an updated ptc is expected. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff/consumer in united states on (B)(6)2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for birth control. This is a potential legal case. At some time after (B)(6)2012, consumer was damage by the device. The essure product failed and she became pregnant. On or about (B)(6) 2012, consumer was feeling sick and throwing up. On (B)(6) 2012, she went to the doctor and discovered she was pregnant. On (B)(6) 2013, an ultrasound revealed that she was pregnant with twins. On (B)(6) 2013, the twins were born prematurely by caesarean section. At the time of c-section, essure coils were removed because of the pain she had endured as a result of the failed coils. However, one of the coils could not be found. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who became pregnant with twins after essure (fallopian tube occlusion insert) insertion. The twins were born prematurely by cesarean section. At the time of this surgery, physician decided to remove essure due to plaintiff's pain, but one of the coils could not be found. All events were considered serious due to medical importance and are listed in essure's reference safety information; except for cesarean section and premature birth, which are unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case no information was provided about hsg. At the time of essure removal physician was unable to find one of the essure coils; this device dislocation could be an alternative explanation for essure failure (pregnancy). However, since it is unclear if dislocation occurred before or after pregnancy onset; and as pregnancy occurred approximately 1 year after essure insertion, causality with the suspect insert cannot be excluded. Regarding premature birth, most occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. Although limited information was provided; given the advanced gestational age at the time of this event, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident due to essure removal because of pain and premature birth. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety pf ptc received on 23-aug-2016: (B)(4). Lot number 904766 is invalid. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who became pregnant with twins after essure (fallopian tube occlusion insert) insertion. The twins were born prematurely by cesarean section. At the time of this surgery, physician decided to remove essure due to plaintiff's pain. Essure was removed from the right side, but no coil was noted on the left side (seen as device migration). All events were considered serious due to medical importance and are listed in essure's reference safety information; except for cesarean section and premature birth, which are unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case no information was provided about hsg. At the time of essure removal physician was unable to find one of the essure coils; this device migration could be an alternative explanation for essure failure (pregnancy). However, since it is unclear if migration occurred before or after pregnancy onset; and as pregnancy occurred approximately 1 year after essure insertion, causality with the suspect insert cannot be excluded. Regarding premature birth, most occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. Although limited information was provided; given the advanced gestational age at the time of this event, a mechanical interference between essure and the developing pregnancy cannot be excluded. This case was regarded as incident due to essure removal because of pain and premature birth. No sample available for this investigation and invalid lot number provided. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.